Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 252 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.